Event description:
Information received through programmer monitoring system states that a right ventricular pacing lead impedance was detected on (B)(6) 2013. The facility and physician was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).